Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.